Event description:
The physician was using a racer over the wire (otw) peripheral stent for treatment of a very calcified lesion. The lesion was pre-dilated and 50% stenosis remained post dilation. The device successfully crossed the ostial lesion but during an attempt to reposition the device the stent dislodged from the delivery system. The stent remained on the wire. The delivery system was exchanged and the physician was able to pull back the stent into the lesion and deploy successfully. There was no patient injury reported. The device was inspected prior to use with no issues noted.

Manufacturer narrative:
(B)(4): evaluation results - patients condition affected effectiveness of device (very calcified lesion), (device not received for evaluation).

Event description:
Image review: stenosis of the lesion was evident from the images provided. Images show the expansion of the dislodged stent with a final successful result.

Manufacturer narrative:
(B)(4).